Manufacturer narrative:
Additional information: block b5, b7, d6, h6 have been update with the additional information received on september 14, 2023. Block b3: the exact date of the event is unknown. The provided event date,(B)(6) 2023, was chosen as the best estimate based on the event description. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code a1502 captures the reportable event of gel misplaced-non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on unknown date. The procedure was performed with local anesthesia. The patient finished his radiation treatment about ten months ago, right after the patient developed a rectal fistula. The fistula was located distal form where the hydrogel was implanted, which make the relationship with the device unlikely, but the patient's physician did not rule out the possibility. The patient was prescribed with antibiotics and observation to address this problem. The fistula was reported as improved at the time of this report. The patient's condition was reported as treated for prostate cancer and healing. ***additional information received on september 14, 2023*** the patient underwent the hydrogel placement procedure in (B)(6) 2022. The patient received radiation treatment 78gy in 40 fractions. In late (B)(6) 2023, the patient experienced rectal pain, and in may or june 2023 magnetic resonance imaging (MRI) showed a fistula near the patient's anus. Twp punctate holes that did not communicate with the urethra were shown on the scope. The patient was then started on clindamycin and vitamin e. There was not a rectal wall infiltration from the mid gland to the base of the prostate. However, at the apex immediately posterior the fiducial marker, it was identified a possible rectal wall infiltration. It was reported that in the area, is now an ulceration that moves posteriorly towards the rectum.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on unknown date. The procedure was performed with local anesthesia. The patient finished his radiation treatment about ten months ago, right after the patient developed a rectal fistula. The fistula was located distal form where the hydrogel was implanted, which make the relationship with the device unlikely, but the patient's physician did not rule out the possibility. The patient was prescribed with antibiotics and observation to address this problem. The fistula was reported as improved at the time of this report. The patient's condition was reported as treated for prostate cancer and healing.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula.